Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ent450 17845-5c-aw rev a 10/17 checking your blood glucose 4 / page 36 warnings: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warnings: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient¿s blood glucose reached greater than 13.8 mmol/l (249 mg/dl) and that the cannula bent. Hyperglycemia treated by patient with a manual injection of 1 units of insulin with an insulin pen. The patient was able to smell insulin. The pod was worn between 4 and 24 hours on the hip/buttocks.

Manufacturer narrative:
The returned product was evaluated and the investigation found a bend in the cannula. The pod was found to have terminated in a hazard alarm, a safety feature not considered a malfunction. Fluid path testing showed that insulin was able to pass out the distal tip of the soft cannula. Further inspection of the driving components of the system showed no resistive properties that would contribute to the pod's inability to deliver insulin.